Manufacturer narrative:
This MDR is being filed per our procedure governing MDR reports: patient experienced high blood sugar of 602 mg/dl, patient was hospitalized for dka (diabetic ketoacidosis), device could not be ruled out as a contributing factor, device is not available for technical review.

Event description:
Type 2 diabetic on vgo 20 for 13 months reported to valeritas customer care that "she was hospitalized for diabetic ketoacidosis while wearing the v-go 20." Pt. Was taken by ambulance to the hospital on (B)(6) 2016, and released (B)(6) 2016. The patient reported that on (B)(6) 2016, at 8pm her blood sugar reading was at 117. On (B)(6) 2016, at midnight her blood sugar reading was at 389, and at approximately 630am her reading was at 602. The patient stated that her symptoms during the high blood sugar readings consisted of a numbing sensation and it hurt to move her muscles. The patient stated that the v-go she was wearing at the time she was admitted to the hospital has already been discarded and is unavailable for technical review. Vgo contribution cannot be excluded as the pt. Reports that she did not check the vgo viewing window before being admitted for dka and her bg had not previously been this high on vgo.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Report type: follow-up #1. Follow-up type: correction.

Manufacturer narrative:
The device was returned and evaluated. The results were: the returned ez fill will not depress the plunger to fill a v-go. G7- follow up #2, h2- additional information checked, h3- device evaluated = yes, h6 - method 10, results 3098, conclusion 61.